Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not clip the clip entirely and then release. A new instrument was opened for the case with no additional problems. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. They attempted to clip the tissue, and the clip would not release. They attempted several times then decided to use a backup to complete the case. The right amount of tissue was used; however, the instrument was not working. The instrument was sent back to isi for analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. The large hem-o-lok clip applier instrument was analyzed and found to have both grip input disks broken. Input disks 6 and 7 were found completely broken from the inside of the housing. This caused the instrument not able to clip entirely and then release. The complaint was confirmed based on failure analysis.